Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the target rectum was resected with the endocutter. The endocutter was fired without any difficulties and the staples were formed properly. Next, the circular was used to anastomose by double stapling technique. The staples were formed properly and the doughnuts were proper. After anastomosis, the leak test was performed and then the operation was finished. The doctor commented as follows; the target tissue was thin and it was clamped evenly. The location of the indicator of the circular was within the gap setting scale. The circular did not fire across or near an existing staple line or clip. "The washer's crunch and the feel when the trigger grasped completely." After surgery, a minor leak occurred from the double staple line. As of now there is no detailed information regarding the accrual date of leak. On (B)(6) 2011, the drainage was performed. All devices were discarded.